Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged device heating up found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, sleep current test and self test. No device heating up noted during testing. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for device heating up was not confirmed. Exposure to moisture was confirmed on electrical board.

Event description:
Information received by medtronic indicated that the insulin pump was not over heating but the battery has copper burn marks on them and there was corrosion in the battery compartment. Customer stated that the battery compartment was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.